Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by nausea and feeling chilly. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event is unknown. Treatment for the peritonitis event was not reported. Action taken with dianeal therapy was not reported. At the time of this report, the patient had been discharged from the hospital, but stated they wanted to return. Additional information was requested, but is not available at this time. This is report 1 of 3.